Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part and a bent fixation helix was noted. These damages require the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. During further analysis, marks of abrasion were found along the lead body. Based on the characteristics and the location of these damages, it is reasonable to assume that they were caused by the twiddler's syndrome as mentioned in the complaint description. There was no sign of a material or manufacturing problem.

Event description:
This lead became dislodged due to twiddler¿s syndrome and the physician explant it while replacing the ICD due to expected eri indication. Should additional information become available, this file will be updated.